Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, minor scratches on the display window, a missing reservoir tube seal and cracked battery tube threads.

Event description:
The customer reported via phone call that the whole top part of the pump was cracked off and the reservoir barely holds in. Customer stated that the little rubber ring fell out and won't stay in. Customer is not sure how the damage occurred. Customer stated that she could not find any of the pieces that cracked off. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.